Event description:
The customer reported the system displayed a filament regulator error, high ma error, and an x-ray security switch error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed ma null and filament calibrations, and adjusted the 5 volt power supply. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.